Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock during brain surgery. It is possible the magnet was moved out of position. Review of session records noted an antitachycardia pacing therapy and a hv shock delivered. Patient was in stable condition after the procedure.